Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Device product code - ni. Expiration date - ni. Date implanted - 2015. Manufacture date ¿ ni. Device requested, not yet received.

Event description:
During a hardware removal procedure, three distal locking screws were found to have fractured. The fractured screws were left in the patient's bone and all other hardware was removed. No further revision is planned.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. Review of the device confirmed the reported condition. A conclusive root cause of the event could not be determined.